Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not logging data despite being in use. In addition, the customer reported observing values that had not being entered into the pump. The customer's blood glucose (bg) level was 252 mg/dl. During troubleshooting with tandem technical support, the customer entered a bg value and observed the value entered in the pump history successfully.